Event description:
It was reported that a system error (se) 2240 alarm (air in line) occurred on the homechoice (hc) device during the dwell 4 of 6. The home patient (hp) was connected at the time of the alarm. The technical service representative (tsr) advised the hp that air entered the setup. The extension set was reported to have not been primed before use. The tsr instructed the hp to cycle the power on the hc to clear the alarm. The tsr advised the hp to start over using new supplies or use manual supplies. Although hp wanted to try and go through the setup with the same supplies, the tsr advised against it and explained that the setup is compromised. The hp ended the therapy. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore a device analysis could not be completed. However, an incomplete prime was reported and is a known cause of this alarm. The homechoice and homechoice pro apd system patient at-home guide is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A formal review of the label for the product family will be conducted. If additional relevant information is obtained, then a follow-up MDR will be submitted.